Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18488307.

Event description:
It was reported that the patient was not getting significant pain relief from the spinal cord stimulator (scs). The patient underwent an explant procedure and the explanted ipg and lead were not returned.